Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation:in q1 2017 there were 5 additional instances of blank display failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of blank screen failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 67 allegations of a malfunction, 38 pumps were returned to animas and investigated. Of the investigated pumps, 9 were found to be malfunctioning due to a damage display screen and 2 were malfunctioning due to an eeprom failure. During investigation for unrelated allegations, there were 3 additional blank screen failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 67 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank display screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-79 years of age and between 32 and 287 pounds. Of the reported patients, 37 were male, 29 were female, and 1 were unknown.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there was 1 instance of a blank screen failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #4: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of blank screen failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.